Event description:
The customer reported via phone call that they had a blank display on their insulin pump. The customer stated reported no damage was present on the insulin pump. The customer was unable to retrieve their display with a battery change. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and was monitored with no blank display noted. The insulin pump was received with minor scratches on the display window.